Manufacturer narrative:
Upon notification of the issue, a steris technician was dispatched to the account to inspect the transfer carriage. The left rear caster was found to be loose. The technician replaced the rubber expanders for all the casters on the transfer carriage and tightened them to specification. Following receipt of similar complaints, corrective action regarding the mfg assembly process was implemented which included modified assembly instructions, addition to torque specification for wheel tightening, and a requirement to document torque results in the device history file.

Event description:
The hospital reported that while the employee was lining up a load to be processed in the autoclave, the transfer carriage started to tip over. Employee attempted to grab the load injuring his back.